Manufacturer narrative:
Device returned: two (2) used d1000 tego connectors were returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connectors recorded no obvious damages and or abnormalities. No leakages detected during the decontamination flush. Engineering testing and analysis to the applicable product specification including vacuum leak, high pressure; low pressure (capped and uncapped) testing was performed. The results recorded no leakages, no out of spec conditions and or performance issues were replicated. Findings: qe testing and analysis of the two returned used tego connectors recorded no leakages and or performance issues. The exact cause(s) of the reported event remain unknown.

Event description:
Int'l. ((B)(6)) complaint received reporting leakages with use of d1000 tego connectors. The initial information received reports the event as follows ".. Tego was due to be changed. As per patient: while scrubbing the old tego connector prior to change (with the venous lumen left unclamped) blood is seen coming out of tego on the venous port. A string of blood visible at venous port. The line was clamped but blood was still coming out of the tego despite the lumen being clamped." There were no reported patient injuries, changes in baseline condition and or adverse consequences. The mfger. Has requested additional event information as well as the return status of the involved devices. As of the date of this submission there has been no response. This is the mfgers. Follow up report to provide additional information and device return investigation findings.

Manufacturer narrative:
As of this date, the involved device has not been returned for analysis and confirmation. The tego connector would have been pre-tested/primed prior to placement. Upon removal of the involved tego connector there were no visually observed component damages and or abnormalities. The exact cause(s) of the event/issue are unknown. This report and the associated information have been entered in the mfgers. Database for analysis and trending.

Event description:
Int'l. ((B)(6)) complaint received reporting leakages with use of d1000 tego connectors. The initial information received reports the event as follows ".. Tego was due to be changed. As per patient: while scrubbing the old tego connector prior to change (with the venous lumen left unclamped) blood is seen coming out of tego on the venous port. A string of blood visible at venous port. The line was clamped but blood was still coming out of the tego despite the lumen being clamped." There were no reported patient injuries, changes in baseline condition and or adverse consequences. The mfger. Has requested additional event information as well as the return status of the involved devices. As of the date of this submission there has been no response.